Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine (crem) results generated by the unicel® dxc 800 pro synchron® clinical systems. Three patient samples were tested for crem and results were: 0.25, 1.34, and 0.70mg/dl, respectively. The results were reported out of the lab. The original samples were re-tested and repeated crem results were higher; 0.72, 2.87, and 0.84mg/dl for patients 1-3 respectively. The results were amended. It is unknown if patient treatment was affected based upon the false low results.

Manufacturer narrative:
Qc was within acceptable limits before the event. After some samples were flagged with high bun/creat ratios, the lab repeated qc, which was out low. The customer remixed the reagent and recalibrated the instrument , and qc was within specifications. The patient samples were re-tested. A field service engineer (fse) was dispatched: a) per fse, the system had been operating acceptably with no more crem issues. B) as a preventive measure, the fse replaced the lamp assembly and stir motor. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.